Event description:
The dealer stated the unit is alarming with low o2. The dealer provided no additional information. We do not have patient or usage details. No injury or property damage was reported.